Manufacturer narrative:
Additional information: section h imdrf annex codes  a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. Field service engineer (fse) identified a failure in the half-height drawer located in position 6.1 of the auxiliary chassis. The drawer extended beyond its normal range due to missing rail bumpers and a broken retractor band, both of which were replaced. Additionally, the pixie bus module controller had a broken connector, which was also replaced. After rebooting the station, the drawer controller board was found to be non-functional and was subsequently replaced. Following these repairs, the system rebooted successfully, and the drawer was reconfigured. The hardware failure notification was cleared, and the escort was able to log in and inventory medications without any issues. The system operated as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detected on the communication bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detected on the communication bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.